Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via the manufacturer representative on (B)(6) 2018 reporting that the reprogramming session did not resolve the issue as the patient still had back pain. The patient was programmed with hd settings which the patient was still evaluating. The manufacturer representative had seen the patient twice since the previous report and had tried several other programs without a lot of success. The manufacturer representative had not been able to determine if the stimulation actually turned off. The patient was on a continuous stimulation pattern and scheduled therapy was not activated. No further complications were reported.

Manufacturer narrative:
See related reg report#: 3004209178-2018-05381 (same ins). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. They reported the patient had x-rays performed, which determined nothing has moved and there is nothing wrong with the implanted system. The patient still thinks there is something wrong because they are still unable to do things like clean their house or anything else because of the issues previously reported. It was reported the patient feels like their current doctor does not seem to want to help the patient. They were provided doctor listings. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018 reporting that they had 2 different types of reprogramming but it had not improved. The patient had pain 24/7 and was very upset. They were on medication and were not able to live the life they wanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had an adjustment performed by a manufacturer representative in (B)(6) 2017 and since then it would turn off. The patient had pain and their blood pressure would get high. The patient would wake up in the middle of the night with a charlie horse and pain in their foot. For the past week, it seemed that the machine would shut off between midnight and 2 which put the patient in so much pain that their blood pressure went up. The consumer checked the device on the morning of the call ((B)(6) 2018) because they were in so much pain that they could not feel anything. The programmer was checked and showed stimulation was off. The consumer ¿turned it off and got relief.¿ the consumer noted that they did not know if it was programmed this way or not. It was reported that the patient currently has an artery block and they were not sure if the high blood pressure was due to the artery block. Additional information was received from the manufacturer representative on (B)(6) 2018 reporting that the patient was seen on (B)(6) 2018 the patient was not cycling so the manufacturer representative was not sure why the device would have turned off in the middle of the night. The patient complained that they were having excruciating pain. The stimulation parameters were checked and compared with the clinician programmer printout. It was confirmed that the settings matched up. The patient was not feeling the stimulation as high in their back as they had in the past. An x-ray was preformed and confirmed that the lead had not moved. The stimulator was reprogrammed using other electrodes but the settings were unable to recapture the low back stimulation that the patient had before. The health care provider (hcp) was aware of the situation but was reluctant to re-operate. It was the hcp¿s hope that different parameters could be found that was satisfactory for the patient. The manufacturer representative was going to be seeing the patient again next week but the appointment was not yet scheduled. No further complications were reported.